Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she experienced high blood glucose levels for the past month. The insulin pump alarmed no delivery. Customer's blood glucose level was 445 mg/dl. The customer was nauseous, lost some weight, had difficulty breathing, and when she stood up her heart hurts. The customer mainly treated her high blood glucose level with the insulin pump. The self-test and displacement test passed. The device was not returned.